Event description:
On (B)(6) 2022, a 1 year 2 month old male patient (14.2kg), with a history of acute respiratory failure and pfo, was cannulated with a 19fr crescent ra dual lumen catheter using open seldinger method. It was reported that the diaphragm position moved when the ventilation was changed from maximum oscillator setting to the rest setting and the catheter moved, resulting in the catheter being placed too low. The catheter was secured in multiple locations including the suture collar; echo and chest x-ray were used during placement. At approximately 2200 hours, after being placed on ECMO, the patient experienced hypotension and was treated with volume boluses. The patient then experienced bradycardia and hypotension; chest compressions were started for approximately 30 seconds to 1 minute. After cardiac compressions, a stat echo revealed a pericardial effusion along the right heart border with a clot. Hemodynamics and circuit were stable and the patient was transferred to the operating room. The clot was removed and the effusion drained. The tip of the catheter perforating the inferior ra junction, approximately 1-2cm above the ivc, with no active bleeding was visualized; also reported to be observed on x-ray. The perforation was closed and the catheter position was adjusted under tee guidance. No disruptive vv ECMO flow. Hemodynamics and sats were stable, sternum closed and anterior chest tube placed. Patient was transferred to ICU on (B)(6) 2022, the patient was decannulated. The patient's current status was reported as extubated and stable. It was reported that the placement of the catheter was likely lower than ideal, the catheter may have moved with change in ventilation support, patient agitation, and the patient also received cardiac compressions for a short time.

Manufacturer narrative:
Device examination found no problem. The reporting physician noted that checking the catheter position with the oscillator on rest settings before securing the catheter will now be a part of the post cannulation check list; noting the diaphragm position moved because the patient was initially on maximum oscillator setting.